Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: (B)(6)) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial number: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic distal pancreatectomy and splenectomy, the reload was closed around the distal pancreas and experienced firing issues, as the instrument did not fire. The reload would not open after being placed on a new adapter. The handle also experienced firing issues and did not fire; a reset of the device was performed, and after loading a new adapter and new reload, the device then fired. The adapter was unable to enter firing mode and required replacement. The device was removed from the operating field, a new adapter was placed on the handle, and the same reload was placed on the new adapter, but the reload would not open. No patient complications were reported as a result of this event.

Manufacturer narrative:
Correction: e1 (fax number) additional information: d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaws of the reload were closed. The I-beam and sled were fully advanced. Fully formed staples were visible along the length of the reload. Butress material was visible. The jaws were manually opened. The reload was fully fired. All sutures were released. All staples were fully formed, and stapled to the buttress material. The reload was loaded into a representative instrument. The jaws were clamped on test media, and the I-beam would retract without user input. The jaws were clamped and unclamped fully when not applied on test media. It was reported that during the robotic laparoscopic distal pancreatectomy and splenectomy, the reload was closed around the distal pancreas and experienced firing issues, as the instrument did not fire. The reload would not open after being placed on a new adapter. The handle also experienced firing issues and did not fire; a reset of the device was performed, and after loading a new adapter and new reload, the device then fired. The adapter was unable to enter firing mode and required replacement. The device was removed from the operating field, a new adapter was placed on the handle, and the same reload was placed on the new adapter, but the reload would not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a retracting I-beam. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.